Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0609230 chronic catheter allegedly experienced fracture. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) old female patient weighs (B)(6).

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for fracture and material separation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0609230 chronic catheter allegedly experienced fracture and material separation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 23 years old female patient weighs 160 lbs.